Manufacturer narrative:
The purpose of this rationale is to evaluate the risk associated with the identified failure mode of screw pushes out the top of the plate post-op for the resonate anterior cervical plate system. The overall observed risk level would equate to which falls in the high risk level. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time, and the hazard will continue to be monitored.

Event description:
It was reported the bottom resonate screw was backing out of the construct.